Event description:
In this event it was reported that a customer ordered a surgiguide to be manufactured on basis of a plaster model. During surgery, the customer noticed that the fit of the surgiguide in the mouth of the patient wasn't proper. Nevertheless he continued with the surgery. After surgery it was found that the position of the implants did not correspond to the planning and the lingual cortical was destroyed in the location of one of the implants.

Manufacturer narrative:
The investigation of the guide on two plaster models of the patient show that the guide fits well on both. It may be possible that the patient's mouth has changed due to some unknown reasons of that the impression to produce the plaster model may have been insufficient. Based on the available information it can be confirmed that the design of the surgiguide is in accordance to the model. However, because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803.